Event description:
The customer contact reported unrestricted flow. Prior to pt use, the customer reported an unspecified solution continued to flow from the distal end of the tubing set after the cair clamp was closed. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.